Event description:
It was reported that bmc steerable sheath was selected for pulmonary vein isolation redo. During the procedure, upon the very beginning of the procedure, it was not possible to aspirate from the steerable sheath (stopcock). After getting the sheath into the patient and releasing the intellanav mifi open-irrigated ablation catheter, upon first ablation point, there was an error message given of a missing or broken back patch. Both devices were replaced, the procedure was completed successfully. No patient complications were reported. The device is not expected to be return for analysis (discarded by the facility).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Additionally, a good faith effort attempts were made to try and retrieve the initial reporter name and title, but it was unable to be obtained.